Manufacturer narrative:
The device was discarded by the user facility and is not available for eval. The reason for the serialization starting with 90xxx is to provide clarification following a change in stryker's electronic complaint systems.

Event description:
It was reported that the syringe of the advanced cement mixer was broken at the connection site. There were no pt or user injuries, and no adverse consequences.